Manufacturer narrative:
Model number and serial provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the sonicare brush head were falling out in their mouth. No injury reported.